Manufacturer narrative:
(B)(4). The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the cardiac arrest. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. During advancement of the steerable guide catheter (sgc), resistance was noted with the fosa ovalis (septum). It was observed that the patients blood pressure dropped and the heart stopped. The patient was reanimated after a few minutes. Before the clip delivery system (cds) was inserted, the heart stopped again and reanimation was repeated. After this, the procedure was continued without issue. The cause of the cardiac arrest could not be determined. Two clips were implanted, reducing the mr to <1, with a very good result. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify similar incidents from this lot. The reported patient effects of hypotension and cardiac arrest as listed in the mitraclip nt system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported physical resistance could not be determined. The reported adverse effect of cardiac arrest appears to be related to the reported hypotension; however, the cause of hypotension was likely a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.